Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure in the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device ws difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using count-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.